Manufacturer narrative:
The biomedical engineer reports that the wireless lan pack is not connecting to the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the wireless lan pack is not connecting to the cns.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the wireless lan pack is not connecting to the cns. Device was not sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.